Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after blood was drawn with 10 bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes the tubes broke. There was no reported impact to patients. The following information was provided by the initial reporter, translated from german to english: the customer said that they received this complaint only from one practitioner. There are no samples available. They haven¿t reported any injuries. The tubes broke after they had drawn the blood, so the filled tubes broke.